Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) which ranged between 244 - 580 mg/dl, cause was unknown. Customer administered a manual insulin injection to address elevated blood glucose. Reportedly, the customer continued to use the pump for insulin therapy.